Event description:
It was reported that the water direction from tube end was spread all over instead of only single direct line. The event occured before surgery, no delay was reported since there was a backup available.

Manufacturer narrative:
The returned device was evaluated by the designated complaint unit and the initial visual inspection found no issues with the alignment on the jet tube and orifice. The functional evaluation confirmed the reported issues experienced with the jet stream but we have been unable to determine a root cause on this occasion. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. All product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time.